Event description:
A surgical technician reports that the facility received a "b" size cartridge of the iol delivery system that was the size of an "a" cartridge. The incision was enlarged. Additional info has been requested.